Event description:
It was reported that: the customer is using a third party absorbent product in their narkomed 2b and gs anesthesia machines. The customer reported that the ventilation delivery of the machine was being affected by the absorbent material. The material was clumping causing a restriction of flow to pts. For one reported occasion, the user required an alternate device to ventilate the pt in order to replace the absorbent. No pt injury.